Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. The returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. The most likely cause of the customer reported event is the presence of voids on the lasermarking dot.

Event description:
It was reported that; during surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. When the surgeon bending the rod, rod broke. Therefore the surgeon changed the rod to brand-new rod.

Event description:
It was reported that; during surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. When the surgeon bending the rod, rod broke. Therefore the surgeon changed the rod to brand-new rod.